Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. An e106 error was also confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e105 and e106 errors could not be identified. However, it¿s likely the cause is related to a poor led unit and harnesses. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center display an e105 error. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer mentioned that the device emits a blue light and proceeded to lower the brightness. Afterwards, abnormal noise was generated, and the error persisted. However, the device work as normal once the brightness was set higher. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.